Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly, force sensor and keypad assembly during visual inspection.